Event description:
It was reported that during the implant procedure, the right ventricular (rv) lead failed to capture at 10 v despite multiple attempts. Additionally, the helix of the rv lead did not extend as intended. The rv lead was replaced and the procedure continued with a new lead on (B)(6) 2025. The patient was stable throughout the procedure.